Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs loose component the patient was admitted to the hospital with acute appendicitis and was admitted to the operating room at 14:15 on (B)(6) 2024 for laparoscopic appendectomy. After connecting the infusion tee before the operation, it was found that one of the infusion tee threads was not tightly connected, and leakage was found during venting, so the tee was immediately replaced with a new one. The operation went smoothly and the patient returned to the ward safely.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394601 and lot number 3312905. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. In our instruction for use, which is enclosed in each box, our recommendation is: do not over tighten connections, check connections regularly, change stopcocks every 72 hours, when lubricious or fat infusates are used change stopcock every 24 hours.there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.